Manufacturer narrative:
Corrected information has been provided in section a.2. The company service representative examined the system, and was not able to confirm or replicate the reported event. As a preventative measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that vacuum ¿comes and goes¿ during phacoemulsification mode of a cataract extraction procedure. The procedure was completed using the same system with no harm to the patient. All of the procedure details were provided in the new information.